Event description:
The respiratory therapist reported the ventilator was not reading correctly. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
MFR received date: 19sep2019. The customer confirmed the reported flow accuracy issue. During airflow accuracy testing, at a setting of 10slpm the analyzer is reading 240slpm. The customer replaced the flow sensor module and everything is working correctly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03sep2019.

Event description:
The respiratory therapist reported the ventilator was not reading correctly. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.